Event description:
It was reported that during prep for a therapeutic ureterscopy, the distal coil of this polaris detached as it was being pulled out of the package. This device has not been returned for eval. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. "The insertion of a ureteral stent should not be undertaken without comprehensive knowledge of the indications, techniques and risk of the procedure." Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.